Manufacturer narrative:
(B)(4). Diabetes mellitus is a known contributor of malaise.

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of the inaccuracies, it was reported that the cgm displayed a value of 9.0mmol/l and the bg meter displayed 3.2mmol/l. Distributor reported that the patient felt cold and clammy. It was also reported there was unsteadiness when standing/walking. At the time of contact, no medical intervention was reported and no additional event information was reported.